Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent partially deployed. An ipsilateral approach was used to access the target lesion. The 90% stenosed targt lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Pre-dilation was performed. A 7mmx120mm, 130cm eluvia drug-eluting vascular stent system was used over a 0.035 inch non-boston scientific guidewire. The stent deployed smoothly for the first 95% of the stent using the thumbwheel and pull grip. The delivery system shaft was pulled and stent completely deployed. There were no kinks to the delivery system nor damages to the deployed stent. The delivery system became stuck on the non-boston scientific guidewire and the devices were removed together. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the stent partially deployed. An ipsilateral approach was used to access the target lesion. The 90% stenosed targt lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Pre-dilation was performed. A 7mmx120mm, 130cm eluvia drug-eluting vascular stent system was used over a 0.035 inch non-boston scientific guidewire. The stent deployed smoothly for the first 95% of the stent using the thumbwheel and pull grip. The delivery system shaft was pulled and stent completely deployed. There were no kinks to the delivery system nor damages to the deployed stent. The delivery system became stuck on the non-boston scientific guidewire and the devices were removed together. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.035" hydrophilic guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The handle was disassembled, and the proximal inner was found to be wavy and prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities.